Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was wearing the cartridge beyond labeling. Tandem technical support (cts), informed customer that wearing the cartridge beyond labeling is off label per the tandem user guide. Customer¿s blood glucose level was 329-344 mg/dl. The customer changed supplies and resumed insulin therapy prior to calling.